Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed and this is the 1st related complaint reported with difficult insertion with lot # 3360115 regarding item (B)(4) . DHR for lot number 3360115 was reviewed. Subassembly lot 3360115 material 700pros23 was built and packaged on afa line 12 from 29dec2023 through 05jan2024 for a total quantity of (B)(4) units. No related quality issues or process deviations were found. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd iag bc pro global needle did not retract the following information was provided by the initial reporter: following advancement of the needle into the vein, staff member depressed the push tab but the cannula did not release. Device was removed from the patient and discarded. A second cannula insertion was required.